Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The device was returned to the manufacturer on april 05, 2017. Per the pump print-out received with the device, a motor stall had occurred, along with a ¿stopped pump period may exceed tube set¿ message. The elective replacement indicator (eri) was 6 months. The print-out confirmed a motor stall had occurred on (B)(6) 2017, and indicated an active audible alarm was silenced on (B)(6) 2017. A stopped pump period may exceed tube set occurred (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-mar-20 reported the rep notified manufacturer the same day they heard of the incident. The cause was unknown. Patient's weight was unknown. Pump was replaced that same day (B)(6) 2017. It was noted that the pump will be returned by the rep that covered this case. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-mar-23 reported the healthcare professional initially reported the event to them. It was noted the affected device has been explanted as of (B)(6) 2017. Rep just received the pump from the facility and will be returning the pump today (2017-mar-23). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 443.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump stalled on (B)(6) 2017 at 13:21 with no recovery. It was noted that the patient was at home with family when the stall occurred and the patient had not recently had an MRI. The patient began having withdrawal symptoms late (B)(6) 2017. The patient was admitted to the hospital and the pump was to be replaced on (B)(6) 2017. It was noted the pump had 6 months until eri. It was believed that lioresal was in the pump, however that could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.